Manufacturer narrative:
The malfunction was observed during review of the data provided by the customer. However, the device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The display cable was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) at 50 joules, the device's display was distorted and clinical information could not be seen. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.